Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, residual stenosis was 40%. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the tip of the stent strut was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. Following pre-dilatation, residual stenosis was 40%. A 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, it was noted that the tip of the stent strut was damaged. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the target lesion initially had 90% stenosis prior pre-dilatation and was located in the severely tortuous and moderately calcified left anterior descending artery.

Manufacturer narrative:
(B)(6).